Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level and was hospitalized on (B)(6) 2015. The customer was treated with an insulin drip. The bg returned to target level. The customer was discharged from the hospital on (B)(6) 2015. The customer indicated that the basal rate was set too high and has since been adjusted by the healthcare provider